Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion and extrusion, bladder calculus, recurrent infection, and pain. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 by due to mesh erosion into bladder, recurrent infections, and pain. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to erosion of mesh, bladder extrusion, ureteral injury, recurrent infections, and pain. It was reported that patient had colporrhaphy done in (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 03/03/2020.